Event description:
The customer obtained results 91mg/dl and 221mg/dl on accu-chek advantage system. The customer reports an additional comparison with results of 51mg/dl and 116mg/dl on accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.